Event description:
Caller states the pt tested 6.8 inr on the coaguchek xs sys and 4.5 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.